Event description:
A hospital in (B)(6) reported to our distributor that an rt236 infant dual-heated evaqua breathing circuit came apart at the swivel connector. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint rt236 infant dual-heated evaqua breathing circuit is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we receive the complaint device and have completed our investigation.

Manufacturer narrative:
(B)(4). Method: the returned swivel y-piece of the rt236 infant breathing circuit was returned to fisher & paykel healthcare in (B)(4) for inspection. It was visually inspected and pressure tested for leaks. Results: no other physical damage was observed to the returned swivel y-piece, apart from the y-piece not properly fitted into the swivel elbow. The pressure test result of the y-piece that was not fitted properly into the swivel elbow was outside the required specification; however, when the two parts were fitted properly, the pressure test result was found to be within specification. A lot check was not performed as no lot information had been provided. Conclusion: the two parts that make up the y-swivel are held together by a snap-fit, which has some inherent leakage that is detected and compensated for by the ventilator. All infant breathing circuits, including swivel y-piece, are pressure tested prior to leaving the production line and those that fail are rejected. This suggests the subject swivel y-piece was damaged post production. The user instructions that accompany the rt236 infant dual-heated evaqua breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms."

Event description:
A hospital in (B)(6) reported to our distributor that an rt236 infant dual-heated evaqua breathing circuit came apart at the swivel connector. No patient consequence was reported.